Event description:
Customer reported that a chunk was missing from the insulin pump when she woke up. The blood glucose reading was 168 mg/dl. Customer was not sure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked display window corners, broken battery tube threads and a cracked reservoir tube lip.